Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic cyst during a cystic drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the second flange of the stent deployed prematurely. Reportedly, the second flange deployed while the deployment hub was still locked in step 2. The stent was deployed in the proper position, so the procedure was completed without further intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.